Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During the course of the procedure, it was noted that the balloon ruptured, and the procedure was completed with another of the same device. No complications reported and there was no patient injury.